Manufacturer narrative:
Concomitant products: w1dr01 ipg was implanted on (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection at the pocket site. The implantable pulse generator (ipg) system was removed and a temporary pacemaker was placed until the replacement ipg system was later implanted. No further patient complications have been reported as a result of this event.